Event description:
It was reported to olympus, that the gastrointestinal videoscope had an issue with the angle. Inspection and testing of the returned device found that the nozzle, adhesive on the bending section rubber and plastic distal end cover had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the scope cover had a crack and the plug unit was damaged. The label on the scope connector was damaged and the angle knob torque of the up/down knob exceeded standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use: instructions for use states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection -instructions for use states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.